Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and would like to troubleshoot insulin pump to make sure everything is working properly. Customer's blood glucose was 375 mg/dl at the time of incident and 352 mg/dl at the time of the call. Troubleshooting found that there were small air bubbles in reservoir and that customer believed that this may have led to their high blood glucose. Customer was advised to follow up with doctor regarding the high blood glucose and possible site issues and to change out entire set.